Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is not experiencing optimal coverage. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates high impedances on the lead resulting in the patient not being able to enter MRI mode.

Manufacturer narrative:
B5-correction. D4- UDI. H6- codes.